Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed into the station found no drawer failure and confirmed with the customer that the issue was resolved, customer able to recover and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer 2.1. Customer reported failed to stay closed and tried to reboot but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.